Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of an error 240.4150 alarms was not replicated; however channel error code 240.4150.0 alarms were identified in the error log. Physical inspection noted the device to be in good condition. No damage or any anomalies. Analysis of the pump module error log shows the presence of 15 occurrence of a channel error 240.4150.0. The errors were noted between (B)(6) 2015. Functional testing replicated the failure upon powering on. Asm¿s analog test was utilized and confirmed the bottle side sensor¿s failure with a voltage exceeding specifications. The proximate cause of the customer¿s experience of error code alarms 240.4150 can be attributed to a faulty bottle side pressure sensor.

Event description:
The customer reported that error code: 240.4150 occurred while infusing on a patient.